Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: model number/catalog number: sc-1200. Serial number: (B)(6). Batch/lot number: 363401. Model/catalog description: precision montage MRI ipg sterile kit. Unique identifier: (B)(4). Model number/catalog number:sc-2138-50. Serial number: (B)(6). Batch/lot number: a16535. Model/catalog description: phase iii linear lead - 50cm. This product was manufactured prior to implementation of the unique identifier (UDI) regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that the patients spinal cord stimulation (scs) lead was damage. It was also noted that the patient had difficulty charging the implantable pulse generator (ipg). The patient underwent a revision procedure wherein the leads and the ipg were replaced. The patient was doing well postoperatively. The explanted device components were discarded per facility policy.